Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the centrimag blood pump and the reported event could not conclusively be established through this evaluation. The centrimag blood pump IFU lists death as an adverse event that may be associated with the use on the centrimag vad. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 9 months. Patient weight was requested but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with an extracorporeal circulatory support pump on (B)(6) 2015. On 11mar2019, it was the reported that the patient had expired on (B)(6) 2016. Additional information was requested, but was not provided.